Manufacturer narrative:
The device was received for evaluation. The device passed self test. Programed device to run customer¿s protocol of octreotide. Using the information provide by the customer the protocol is dose = 100 mcg/hr. Rate of 20 ml/hr. Volume to be infused (vtbi) = 10 ml for a duration of 30 minutes. Which the device errors saying that the max limit is 50 mcg/hr. Reprogrammed device to run at dose = 50 mcg/hr. Rate = 10 ml/hr. Vtbi of 10 ml/ for a duration of 1 hour. Device total volume infused was 9.75 ml. Delivery accuracy of 97.5%. Performed the volume accuracy test. Programmed device at a rate of 200 ml/hr. Vtbi of 10 ml. On both a and b lines. Device was programmed in piggyback mode. Device total volume infused was 20.38 ml. Volume accuracy of 98.13%. Ran a protocol of rate 250 ml/hr. Vtbi of 100 ml on both a and b lines. Device was programmed to run in concurrent mode. Device total volume infused was 205.23 ml. Volume accuracy of 97.45%. The customer¿s complaint of inaccurate over-delivery was not confirmed. Probable cause was not found. During inspection found the front enclosure, rear enclosure, ac power cord, fluid shield, and cassette door to be damaged. Verified discrepancies through visual inspection. Replaced the front enclosure, rear enclosure, ac power cord, fluid shield, and cassette door. Probable cause is physical damage consistent with normal wear and tear. A review of 12 month service history performed and no similar events in 12 months. Additional information: d9 - date returned to mfg is on 11/18/2022.

Event description:
The event involved is a plum 360 where it was reported that on a night shift, the ed settings for octreotide was set for 10ml in a 30 min period but infused 100ml in 30 min instead. There was patient involvement and no report of human harm.

Manufacturer narrative:
The device is available for evaluation, it has not been received.